Event description:
Complaint received as follows: "(B)(6) reports end user wife called in and said that the gentlecath coude are causing him to bleed really bad. Gentlecath coude (B)(4) unit of 90". Follow up call made on (B)(6), no answer, left message. Received additional information on (B)(6); wife (B)(6) reports that she contacted (B)(6) because he was always using a straight tip catheter and did not need the coude tip. She reports her husband tried one curved tip and noted bleeding, unable provide an amount. Bleeding stopped and discontinued use of gentlecath. Only using a straight tip catheter and no bleeding. Do not wish to answer further.

Manufacturer narrative:
The adverse event 'bleeding per urethra after catheterization' is deemed serious as it may require a surgical or medical intervention to preclude a more serious consequence for the pt. From a preliminary clinical perspective, a causal relationship between the catheter and the event is deemed possible because product use is temporally associated with the part of the body where the problem occurred. We have decided to check all tiemann gentle catheters lots which have been produced so far. Associated lot numbers for (B)(4). The investigation of history batch records was performed and no nonconformity was recorded during the manufacturing process. All relevant tests required during manufacturing process and final product releases were performed and met requirements. Reported to the FDA on (B)(4) 2013.